Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the failure of the printed-circuit board. The subject device was not returned to omsc, the exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because six years and three months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the user turned on the subject device, but turned off automatically in 10 seconds. The field service engineer checked the subject device and tried to turn on, but the subject device was not turned on and the front panel didn¿t light up. There was no report of patient injury associated with the event.